Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: it was reported by affiliate via complaint submission tool that during a meniscus repair surgery, truespan meniscal repair system plga 24 degree was used to attempt a complex meniscal repair. Issues were met with 4pcs of truespan where the first backstop were pulled out during tensioning while second backstop remained fixated. Additionally, one truespan had an issue where the first backstop did not settle at the back of the knee capsule after firing. The device was received and evaluated, on visual inspection, it could be observed that the first implant was received in deployed condition which is a sign that it was deployed by the user. The applier needle was found to be bent. The plastic sleeve was cut, and the second implant was found in its place. There was no structural anomalies on the first plate. Due to the bent condition of the needle, the functional test could not be performed. According with the visual inspection result, this complaint cannot be confirmed and therefore unable to be replicated for the reported failure. We cannot determine a root cause why the customer experienced the reported failure. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration date and manufacture date were reported as unknown on the initial report. Both fields have been updated accordingly.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscus repair procedure, it was observed that the first backstop on the truespan 24 degree plga device pulled out during tensioning while the second backstop remained fixated. There was a delay in the procedure for about 30 to 45 minutes. There were no adverse patient consequences reported. No additional information was provided.